Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that when backlight features is used the light goes on but the screen goes blank. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.